Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report, b5: describe event or problem, d4: expiration date not available, d4. UDI number not available, g3: date received by manufacturer, h1: type of report, follow-up number, h2: follow up type, h3: device evaluated by manufacturer: change ¿no' to 'yes', h4: device manufacture date not available, h6: evaluation codes, h10: additional narrative. One osseotite® implant and associated abutment were returned for investigation. There were no allegations against the abutment. Therefore, the investigation was performed only on the implant and associated events. Visual evaluation of the as returned implant identified fracture across the threads near the collar. Additionally, there was bone residue around the external threads due to usage. Functional testing could not be performed since the device was fractured. Pre-existing condition noted on the per was 'low bone density ¿ type iii'. The reported device had been implanted on tooth 11 (fdi) for approximately 22 years. X-ray or picture images were not provided. As a result, bone loss could not be verified. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev g - october 2019. Information identified: contraindications, warnings, precautions, and potential adverse events. Per the applicable IFU, it is stated that excessive bone loss or breakage of a dental implant may occur when the implant is loaded beyond its functional capability. The DHR was not available electronically for the subject lot number (49764). Therefore, it could not be further reviewed at the time of the investigation. A notification has been sent to manufacturing to request the DHR for review. The pce will be reopened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported event. Complaint history review was performed for the reported lot (49764) and no similar event or complaint was found. December post market trending was reviewed and there were no actionable events or corrective actions for the reported events or product. Therefore, based on the available information and visual evaluation, device malfunction did occur and reported event of fracture was confirmed. However, the reported event (bone loss) could not be verified since it¿s a medical condition and no x-ray or pictorial evidence was available.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided.

Event description:
It was reported that the implant fractured and it was removed. The bottom portion of the implant was removed with a trephine. Symptoms as a result of the event: bone loss. Additional appointment would be required to place a new implant.